Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported keypad malfunction, which was reproduced. Evaluation found when any key is pressed, there was an automatic output of "6". The keypad was determined to be the failing component. The failed keypad was replaced.

Event description:
It was reported that a spectrum pump had a "keypad not working properly," which was clarified during baxter's evaluation as a repeated/duplicate output response. It was also reported there was no patient involvement.